Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer entered the bg level of 180 mg/dl into the carbohydrates section of the bolus menu. The customer confirmed and delivered the bolus amount. Customer drank juice to address bg level.